Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead warning and high thresholds on the right ventricular (rv) lead. It was noted the increased output pushed the into elective replacement indicator (eri). The lead was reprogrammed and later capped and replaced. The implantable pulse generator (ipg) was removed and replaced. No patient complications have been reported as a result of this event.